Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with detached end cap. (B)(4).

Event description:
Information received by medtronic indicated that the crack at the bottom of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.